Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer's other blood glucose was 322 mg/dl. The customer declined troubleshoot for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that sensor glucose value from reported event 78. Sensor glucose and blood glucose difference 322. Sensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.